Manufacturer narrative:
Date of event is unknown. This report is for two (2) unknown locking screws. . Part#, lot# and UDI # is not available. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown locking screws. PMA/510(k) number is not available. (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, in an attempt to do an ankle arthrodesis, a multiloc humeral nail and locking screws were implanted to mimic an arthrodesis nail on a left distal tibia (an off-label use as described by the sales consultant) in (B)(6). On (B)(6) 2017, a hardware removal and revision was performed to change the treatment option in an attempt to salvage a limb. The surgeon in (B)(6) (surgeon for revision surgery) was of the opinion that the patient's affected limb should be amputated, however, the patient decided that she wanted to keep the limb. Hence, the surgeon decided on another treatment option in an attempt to salvage the limb by revising the patient to another set of hardware. The surgeon proceeded with removing the initially implanted hardware which included one (1) intact multiloc humeral nail, two intact (2) 4.0 mm locking screws and two intact (2) 4.5 mm locking screws, which were removed uneventfully. There was no reported surgical delay, additional medical interventions or additional x-rays required. The patient was revised to a competitor¿s ilizarov frame, which is an external fixation device. The procedure was completed successfully with the patient in stable condition. This report is for two (2) unknown locking screws. This is report 3 of 3 for (B)(4).